Event description:
It was reported the insulin was not accepting the battery and wants to clear the settings. The insulin pump alarmed battery out limit. Customer was assisted with clearing alarm and reprogramming time and date. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents. The insulin pump passed the self test. The insulin pump passed the unexpected restart error test. The insulin pump passed off no power test.no unexpected battery out limit noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.